Manufacturer narrative:
There was no patient present. The investigation has not been completed.

Event description:
A medtronic representative reported that the software exited while they were creating plan prior to the case. He said they loaded the patient exam, which had 4 series, and then began to create plan. No other exams were loaded or previewed and there were no models built prior to the application exiting. After restarting the application, they were able to create the plan; and the software functioned as expected. The rep said there are over 300 patient exams loaded on the system. There was no patient present.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.